Manufacturer narrative:
We received communication from user's attorney alleging that the user sustained severe injuries to his elbow and femur when the fork stem disassembled from their wheelchair, causing them to fall. The DHR for the chair was reviewed and the chair passed applicable quality tests and configuration requirements. It met specifications when it left the facility. The tilite user's manuals state: "inspect wheel/fork assembly/stem bolt to ensure that stem bolt is secure (wheel/fork assembly should not have excessive play relative to the stem bolt but should rotate freely); if necessary, tighten stem bolt." Regular maintenance should be done on the critical parts of the frame. A follow up medwatch form 3500a will be submitted if additional information is provided.

Event description:
We received communication from a user's attorney alleging that the user sustained injuries when the fork stem disassembled from their chair.